Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, during a diagnostic procedure. The coronary procedure was completed as planned. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the exposure and fluoroscopy storage was not possible due to image disk full and frontal/lateral ippc failed to boot up. Review of the system log file showed that the malfunctioning lateral ip-pc. The rse reloaded ippc os, software and recreated image store which temporarily resolved the issue. However, the issue reoccurred after few days and the fse replaced the frontal and lateral ippc, 3 hdd, downloaded os/application and recreated image to the lateral ippc. After replacement of frontal and lateral ippc, 3 hdd, downloading os/application and recreating image to the lateral ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code, health impact code and evaluation method code were corrected.

Event description:
Philips remote monitoring identified that the allura biplane device logged a image storage error. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.